Event description:
The customer reported that the system's cable was cut off and the cine run was broken up on the video. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and pins were checked and all normal. The cine bridge circuit board was reseated and the cine drive was reformatted. The system was tested and found to be working as intended and put back into service.